Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen first froze and then the touch screen went blank. The customer stated there was no patient associated with this event.